Event description:
It was reported that this right ventricular (rv) lead exhibited impedance measurements of greater than 3000 ohms, triggering a lead safety switch (lss). Additionally, rv noise, oversensing, and low intrinsic amplitude measurements were noted. A chest x-ray was performed which revealed evidence that the rv lead was not fully inserted into the device header. The lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.

Event description:
Additional information was received which reported that a lead revision was performed. During the procedure it was found that the right ventricular (rv) lead was not fully inserted into the device header. Once inserted fully, the high rv pace impedance measurements corrected. No additional adverse patient effects were reported. The lead remains in service.